Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 421 mg/dl at the time of incident and then 426 mg/dl current blood glucose of the patient is unknown. Customer was admitted into hospital as a result of high blood glucose. Customer does not allege pump was under delivering. Customer states that the drive support cap appears normal slightly indented. Customer treated with insulin pump and syringe. Troubleshooting was performed. The insulin pump will not be returned for analysis.